Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. The dilator was also returned. The sheath hemostasis cap inside diameter measurement was within specifications and no anomalies were noted when the returned dilator was inserted and withdrawn. A leak was noted at the hemostasis valve during functional testing. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the investigation of the device and the information provided, the cause of the torn seals and subsequent leak is consistent with damage during use.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an ablation procedure, an introducer leak occurred. When mapping was being started, the sheath was aspirated and bubbles were noted. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.